Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received compromised force sensor system alarm. The customer's blood glucose was 100 mg/dl at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that she were unable to exit the preparing to prime loop. The customer stated that the rewind message occurred after an alarm. The customer stated that she was stuck in rewind complete and bolus delivery loop. The customer stated that the insulin pump was not dropped or bumped prior to the alarm. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.